Event description:
The complaint indicates receiving erratic results from the elite system. For example results vary from 200 to 70 mg/dl when performed at the same time. While on the phone an attempt was made to review the operation of the system. The customer did not have a check strip to evaluate the electronics. However, it was learned that the customer was using excell off brand reagent strips. Replace materials are being provided to the customer for further trouble shooting. The customer was advised to contact the manufacturer of the excell off brand reagent strips.